Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose (bg) was high. Bg was corrected with a bolus via the insulin pump. During troubleshooting, tandem technical support confirmed that the battery was depleting as expected.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.